Event description:
Per the audiologist report, this pt began to experience pain and decreased sound quality with her cochlear implant. All equipment was exchanged, but this did not alleviate the problem. Integrity testing performed in 2006 showed numerous electrode anomalies. Cochlear recommended reprogramming, however, this did not alleviate the problem. The pt eventually stopped wearing the device. The surgeon explanted the device two months later and reimplanted a new one the same day.